Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated that the part of the wheel lock on the left side that engages with the tire is missing.